Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of intimal dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that this was a percutaneous coronary intervention to treat the proximal and mid left anterior descending (lad) coronary artery. The 3.5x15 mm xience sierra stent was implanted in the lad. After the guide wire was removed, a proximal edge dissection was noted in the proximal lad. The dissection was related to the stent. Another stent (3.5x8 mm) was implanted to treat the dissection. The condition resolved. No additional information was provided.